Event description:
Device malfunction: difficult to remove, time of malfunction: during procedure, symptom/ae: none. It was reported that the trained physician performed arteriotomy closure after an unspecified interventional procedure using a starclose device. The physician noted that the device was difficult to remove. He increased the access site and pulled the device free. Hemostasis was achieved by the device and the physician used a suture to close the access site tissue tract. No additional information available.